Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on (B)(6) 2021 that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On 05/14/2021, additional information was provided by the patient. The patient stated that the skin reaction from (B)(6) 2021 was not completely healed and that his skin was permanently damaged. No additional patient or event information is available.